Event description:
During product evaluation by a service technician, a flo-gard infusion pump failed a battery test. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the failed battery test is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.